Event description:
Customer reported being hospitalized due to diabetic ketoacidosis approximately six months prior to the call. Customer reported that the hospital's belief was that the high blood glucose level was due to the insulin pump not functioning properly. Blood glucose level was above 600 mg/dl at the time of hospitalization. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).